Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
After insertion of the foley catheter into the patient following surgery the nurse found that the urine bag had a small volume within 12 hours. The nurse checked the foley catheter by deflating the balloon, taking it out and found that the foley catheter was broken as two pieces. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
After insertion of the foley catheter into the patient following surgery, the nurse found that the urine bag had a small volume within 12 hours. The nurse checked the foley catheter by deflating the balloon, taking it out and found that the foley catheter was broken as two pieces. The patient's condition is unknown at this time.